Event description:
Boston scientific received information that this left ventricular (lv) lead was noted to have dislodged, and it exhibited high threshold measurements. A procedure was scheduled to replace the cardiac resynchronization therapy pacemaker (crt-p) with a cardiac resynchronization therapy defibrillator (crt-d) due to a new therapeutic indication. During the procedure, this lv lead was explanted and discarded at the facility. A new lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.